Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the tubing kinked above where it connected to the urometer. The device was reportedly replaced.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one meter bag was received. Visual evaluation noted the inlet tubing was kinked just above the meter, so much that one side of the inlet tubing was almost touching the other side. This failed to meet specifications, which stated any kinks in drainage tube which reduce the i.d. More than 25% are not permitted. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be puller above parameters.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. 1. Remove tray lid. 2. Remove protective cap from catheter adapter and connect to a prepared catheter. 3. Hang the bag near the foot of the bed by using string hanger. 4. Use sheeting clip to secure drainage tube to sheet. 5. Important: hang drainage tube in a straight fashion from bedside to drainage bag. 6. The urine meter may be emptied in two ways: a. To empty into the bag, grasp the bottom of the meter and lift up. To ensure that the meter empties completely, lifting again is recommended. B. To empty urine meter into receptacle, twist green portion of drain valve to the left; to close, twist green portion of the drain valve to the right. 7. To empty bag: a. Remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. Note: if specimen is required, see directions for using urine sample port. 8. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tubing kinked above where it connected to the urometer. The device was reportedly replaced.